Event description:
It was reported that the patient presented remotely via merlin.net transmission, the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing therapy during supraventricular tachycardia event. Upon review of transmissions, it was revealed that the inappropriate therapy delivered was due to misdiagnoses of supraventricular tachycardia as ventricular tachycardia programming changes were made on (B)(6) 2017 and the patient will continue to be monitored.